Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that there is no image on 180's series scope due to faulty patient board set and failure to reboot. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image on 180's series scope due to faulty patient board set and the system won't reboot. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Update - sections e2 and e3. The device was returned to olympus for inspection, and the reportable malfunction of failure of software update was not confirmed. The customer's report of no image was confirmed. Based on the results of the investigation, it was found that the no image was due to faulty patient board set. The root cause could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Olympus will continue to monitor field performance for this device.